Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery of this pacemaker depleted from seven years to almost two and a half years in a span of several months. Engineering analysis confirmed that the power consumption of this device was increasing in a gradual fashion which appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. This device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker depleted from seven years to almost two and a half years in a span of several months. Engineering analysis confirmed that the power consumption of this device was increasing in a gradual fashion which appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. This device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted, replaced and analyzed. No additional adverse patient effects were reported.